Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture inside the battery compartment and no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: on examination, the battery compartment was found to be cracked on the side from the threads down to the case seal. A leak test confirmed moisture ingress at the battery compartment crack. On investigation, the battery cap fit securely to the pump. The pump powered on to the ¿verify¿ screen as per normal operation. The pump emitted a call service alarm on the first attempt to rewind the pump. The pump was not able to be adequately investigated for the alleged power issue due to this alarm. The pump was opened for further investigation and revealed moisture corrosion inside the pump affecting multiple interior pump components including the power printed circuit board. Investigation confirmed pump damage and moisture ingress but was unable to fully investigate for a power issue due to an alarm indicative of a motor error during rewind.